Event description:
A biomedical technician (biomed) reported to Fresenius technical support (TS) that IC21 on the actuator test board of a 2008T machine was ¿burning up¿ on power up. As a result of this, the biomed reported that a burning smell was noticed. There was no patient involvement associated with the event. No further details were documented in the call script. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A BIOMEDICAL TECHNICIAN (BIOMED) REPORTED TO FRESENIUS TECHNICAL SUPPORT (TS) THAT IC21 ON THE ACTUATOR TEST BOARD OF A 2008T MACHINE WAS ¿BURNING UP¿ ON POWER UP. AS A RESULT OF THIS, THE BIOMED REPORTED THAT A BURNING SMELL WAS NOTICED. THERE WAS NO PATIENT INVOLVEMENT ASSOCIATED WITH THE EVENT. NO FURTHER DETAILS WERE DOCUMENTED IN THE CALL SCRIPT. MULTIPLE ATTEMPTS HAVE BEEN MADE TO OBTAIN ADDITIONAL INFORMATION, AND THUS FAR NO FURTHER DETAILS HAVE BEEN PROVIDED.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). However, the complaint investigation found objective evidence indicating there was a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. Based on the available information, the reported event has been confirmed.